Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that an adaptability issue was observed near the lowest point of the mandibular angle in both cases, resulting in implant rocking.

Manufacturer narrative:
Additional information: d4, d6a, h4, h6. The reported event could be confirmed based on the post-op CT scans provided. The patient underwent surgery, receiving bilateral tmj devices and facial ID plates; difficulties with the right tmj component¿s fit led to implant rocking and a 30-minute delay as bone was shaved for adjustment. Post-op analysis revealed that incorrect maxilla positioning caused the mandibular component to be placed too anteriorly, explaining the fit issues, and this is linked to facial ID plates investigated. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.